Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, an attempts was made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2020-33442; reference MFR. Report#: 1627487-2020-33443. It was reported x-rays were taken and the patient's leads were found to have been explanted previously. The reason for explant and further event information are unknown at this time.